Manufacturer narrative:
D4: UDI number for this product code is not required to be registered. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no obvious anomalies. The oxygenator module was fixed with glutaraldehyde solution. The housing was removed for further inspection. There was no visible formation of clots on the filter. There was no formation of clots visible with the naked eye on the fiber component. The fiber winding was confirmed to be in the normal state. The fiber layer was removed from the winding in increments of 2mm and each layer was subjected to visual inspection. Red thrombus was found to have formed on the layers around the heat exchanger module. The heat exchanger module was inspected with the unaided eye and under magnification. No formation of clots was found. The outer and inner surfaces of the filter were subjected to visual and magnifying inspections. There was no formation of clots visible to the naked eye or anomalies in the diameter of the filter mesh. The fiber layers removed from the oxygenator module were inspected under magnification. White thrombus was found to have formed. Electron microscopic inspection of the inside and outside surfaces of the filter revealed the adhesion of blood corpuscle components consisting of blood platelets. Electron microscopic inspection of the fiber on each layer on the upper side of the fiber winding revealed the adhesion of the blood corpuscle components consisting of blood platelets, white blood cells, red blood cells and the formation of fibrin net on the surface. Visual inspection of the reservoir revealed no visible break. Red thrombus was noted to have formed on the venous filter. The reservoir was disassembled for further inspection. The cr filter and the defoamer were rinsed with saline solution. Each component was fixed with glutaraldehyde solution and subjected to visual inspection. The formation of white thrombus was found on the surface of the deformer. Electron microscopic evaluation of the cr filter revealed the adhesion of blood corpuscles, including red and white blood cells and the formation of fibrin net. There was no break or clogging on the cr filter. Electron microscopic evaluation of the de-bubbling material, focusing on the segment where red thrombus had formed revealed the adhesion of agglutinated blood corpuscles. There was no break or clogging on the defoamer. The venous filter and the defoamer were separated from the hard shell and rinsed with saline solution. Each component was fixed with glutaraldehyde solution and subjected to visual inspection. Red thrombus was found to have formed on the inside surface of the venous filter. Neither the venous filter nor the defoamer revealed a break. Electron microscopic evaluation of the venous filter, focusing on the segment where red thrombus had formed revealed the adhesion of blood corpuscles, including red and white blood cells. There was no break or clogging on the venous filter. A review of the device history record and pressure drop testing of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that thrombus formed inside the device due to some factor(s), resulting in the reported pressure rise. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: (1) do not reduce heparin during circulation. Otherwise, blood clotting might occur; and (2) adequate heparinization of the blood is required to prevent it from clotting in the system. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase in the capiox device. Follow up communication with the user facility confirmed the following information: an abnormal pressure rise was noted in the actual sample; the device was changed out, cannulas were not changed out; blood loss was about 500ml; no more pressure rise occurred; and the operation was successfully completed.